Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was going to be used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2012. According to the complaint, during preparation, it was noted that the seals on the packaging if the cre balloon were compromised and already opened. It was reported that there was no other damage to the packaging of the device. The device was put to the side and another cre balloon was used to complete the procedure. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) the reported event of seal compromised. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.